Event description:
It was reported that about 2 years prior to the report, the patient had a surgery to move their stimulator from their back to their front because they developed an infection. The patient was put on a strong antibiotic and had to have blood work done every 3 days. Their doctor noted that the infection was worse than (B)(6). The patient noted that they had experienced several infections including a staph infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-28, lot# l49632, implanted: (b)() 1998, product type: lead. Product ID: 3888-28, lot# l30817, implanted: (B)(6) 1993, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).